Event description:
The caller reported that the insulin pump alarmed button error. The customer went to the emergency room on (B)(6) 2015 due to a high blood glucose level of 495 mg/dl. The customer was vomiting and had a diabetic ketoacidosis. The customer was admitted to the hospital and was given IV drip. The customer stopped using the insulin pump 15 hours prior to hospitalization. The device was not returned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.